Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the +5v, lead 1-, and lead 2- wires in ECG c&d cable to be broken at connector area. The belt did not pass falloff testing. The root cause for damaged wires was physical abuse. There was no adverse event that resulted from the damaged belt.